Event description:
Case manager reported hospitalization due to high blood glucose. Blood glucose level were uncontrolled. The blood glucose reading at the time of the event was 1100 mg/dl. Customer was vomiting, diarrhea, fever, dizzy and confused. Hospital treated with manual injections. The current blood glucose reading is 56 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.